Manufacturer narrative:
Additional information was received from the patient's physician that they were not aware that the patient had passed away. No further information will be obtained. The returned ipg was analyzed and was found to exhibit normal device characteristics.

Event description:
A report was received that the patient had passed away. It is unknown if the patient's death was device related.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50, serial # (B)(4), description: linear st lead, 50cm model #: sc-4316 lot # 14541514 description: next generation anchor kit-sterile it is indicated that the leads and clik anchor will not be returned for evaluation; therefore a failure analysis of the devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had passed away. It is unknown if the patient's death was device related.